Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an one-link non-dehp standard bore catheter extension set leaked. This issue was identified during patient use. The device was connected but would not stay connected resulting in computed tomography (CT) scan fluid leaking onto the patient. It was further reported that the connection was firm and secured prior to insertion of the contrast. The disconnection occurred as the contrast was introduced. There was no report of patient injury or medical intervention associated with this event. No additional information is available